Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the healthcare professional (hcp) filled the patient¿s pump in august with 500mcg/ml concentration but programmed it to ¿1,000mcg/ml at 230mcg/day. The patient was really getting 115mcg/day. The hcp stated that she diluted the 2,000mcg/ml concentration today to 1000mcg/ml and wanted to program the daily dose to what the patient was actually getting currently. The hcp confirmed that the patient did not have any adverse effects from having the pump programmed to the wrong concentration. The pump was used to infuse baclofen (lioresal). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.